Event description:
Product analysis was completed on the returned computer and flashcard.no software anomalies were identified during the analysis. During the analysis it was identified that the handheld computer was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.an analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Event description:
Reporter indicated a dell vns x50 handheld computer with 8.0 software would not align the screen. Cleaning the screen and performing a hard reset did not resolve the issue. The computer and flashcard have been returned and are pending analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4).